Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the tip of the vizigo sheath wasn't "flush" on the sides and they were unable to advance the dilator into the sheath. Prior to procedure, dilator was obstructed and couldn¿t be flushed properly. Irrigation was partially blocked. When the sheath was replaced, the issue resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the tip of the vizigo sheath wasn't "flush" on the sides and they were unable to advance the dilator into the sheath. Prior to procedure, dilator was obstructed and couldn¿t be flushed properly. Irrigation was partially blocked. When the sheath was replaced, the issue resolved. The procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. No dilator was returned. An irrigation test was performed, and no irrigation issues were found. No obstructed holes were detected. Additionally, a boroscope inspection of the inner shaft was performed, and no issues were observed that could cause the dilator could not advance through the sheath. Device history record was performed for the finished device number lot 60000414 and no internal action related to the complaint was found during the review. The obstruction issue reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The sheath instructions for use (IFU) contain the following recommendations: flush and maintain continuous saline. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).